Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that she was having trouble with one of her batteries. She said that the battery was charging all night and it only showed one bar on the monitor. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem was confirmed. The battery was found to have a broken yellow wire within the battery pack where the wire attaches to the battery cells. The broken wire caused an open connection between the battery cells and the battery board pca. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. Upon further investigation, it was discovered that this battery pack had exceeded its expected life (>200 cycles). No adverse event resulted from the broken internal wire. The pt was provided with a replacement battery pack.